Event description:
Reportedly, the device was explanted after an implant duration of .63 months and replaced with a valve for unknown reasons. Per the cer: the device was explanted and 6900p27 was implanted as a replacement. No further details were provided.

Manufacturer narrative:
Information was learned through (B) (4) implant patient registry. The device will not be returned as it was discarded at hospital. Customer letter not required. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformances related to this event. Device will not be returned. Discarded.